Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Interrogation revealed the device recorded a bd code indicative of battery depletion as a result of excessive magnet use. The battery has since recovered and the device remains in service. No adverse patient effects were reported.